Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Evolve (B)(6) clinical study. It was reported that angina occurred. In (B)(6) 2014, the patient presented with an unstable angina as well as other objective evidence of ischemia and was referred for cardiac catheterization. Subsequently, index procedure was performed on the same day. The target lesion was located in the mid right coronary artery (rca) extending up to the distal rca with 70% stenosis and was 34mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 38x3.50mm study stent. Following post-dilation, the residual stenosis was 0%. Three days after, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2018, the patient was diagnosed with unstable angina pectoris. The patient was hospitalized for further management of the event. At the time of reporting, the outcome of the event was considered to be recovering/resolving.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2018, the patient underwent angiography without revascularization and the outcome of the event was considered to be recovered/resolved and the patient was discharged on the same day.